Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer has been unable to clear the alarm. The customer's blood glucose was 202mg/dl. The customer was advised to discontinue the use of the pump and revert to back up plan.